Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 800 mg/dl and a "heart attack"; cause was not known. Customer "called 911 for an ambulance" and was subsequently admitted to the intensive care unit. Customer was treated with "an insulin drip" and had "open heart surgery". Customer was discharged 22 days later with the issue resolved. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.